Manufacturer narrative:
The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper on a bd vacutainer® sst¿ ii advance plus blood collection tube was not straight. The device was no used and there was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cocked stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and cocked stopper was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.